Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. May we have a copy of operative notes from the initial surgery? The patient demographic info: age, gender, weight, bmi at the time of index procedure? Please specify how many and what type of ethicon meshes involved in this event? Date, diagnosis and name of initial implant surgical procedure for each ethicon mesh implanted? Please specify concomitant procedures performed? Any concurrent meshes implanted during initial surgery? Other relevant patient history/concomitant medications? Product name, code and lot number of each ethicon mesh implanted? Please specify bowel and urinary dysfunction? What medical intervention was given for bowel and urinary dysfunction? What medical intervention was given for the pain management? Please provide indication, date and surgical findings of each re-operation? Was there any deficiency or anomaly of the mesh? If yes, please describe it for each specific mesh. What is physician¿s opinion as to the etiology of or contributing factors to these events (severe pain, bowel and urinary dysfunction and loss mobility)? What is the patient's current status after mesh removal?

Event description:
It was reported that the patient underwent a sling surgical procedure along with rectopexy and hysteropexy on unknown date and the mesh was implanted. The patient experienced a loss of the mobility, sexual function and bowel and urinary dysfunction. Severe pelvic pain was not ameliorated by any complex pain management. The patient underwent a midline laparotomy, removal of the mesh along with anterior resection and temporary loop ileostomy. Additional information has been requested.